Manufacturer narrative:
The investigation could not determine a specific root cause. Additional information for investigation was requested, but could not be provided by the customer.

Event description:
The customer received questionable results for calcium gen.2 (ca) on one patient sample. The initial ca result from the original draw was 6.6 mg/dl, which was reported outside of the laboratory. The physician questioned the result and the patient was redrawn. The initial result of the second draw was 9.6 mg/dl. The sample from the original draw was repeated and generated a repeat result of 9.3 mg/dl. The sample from the second draw was also repeated and generated a result of 9.5 mg/dl. The customer deemed the repeat results to be correct. The patient was not treated based on the erroneous result. There was no adverse event. The lot number of the ca reagent in use was 69275401, with an expiration date of 12/31/2014. The field service representative indicated the cause was unknown. He checked the pressures and dispense volumes and all were in working parameters. He performed calibration and controls, and all controls were acceptable to the customer. The system was performing to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.